Manufacturer narrative:
The smiths medical pump was returned for analysis in good condition although the screen was scratched. The concern of underfusion was unable to be confirmed during accuracy testing of the pump. The delivery accuracy tests found the pump to be within the control limit specification of +/-3%.

Event description:
Information was received that a smiths medical cadd-legacy 1, 6400 infusion pump, failed accuracy -7.5% (while testing). No patient involvement.